Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the provided log file confirmed that the patient appeared to have disconnected both batteries and the driveline from the controller. The submitted log file contained data from 19:59:13 on (B)(6) 2021 through 21:28:22 on (B)(6) 2021, per the timestamps. At 21:28:03 on (B)(6) 2021, the white power cable was disconnected, followed by the black cable shortly afterward at 9:28:07. A no external power alarm was captured because both system controller power cables were simultaneously disconnected from the external power. At 9:28:11, the driveline was disconnected from the system controller, causing the pump to stop. The driveline was not reconnected to the system controller for the remainder of the log file. No other atypical events or alarms were captured. The system functioned as intended and operated above the low-speed limit until the driveline was disconnected despite the observed events. Additionally, information communicated on 14jun2021 stated that the serial number is unknown, and the system controller will not be returned for analysis. As the system controller associated with the event is unavailable for evaluation, the complaint file will be closed with no further actions. The evaluation could not establish a direct correlation between heartmate system controller and the observed events, and patient outcome. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage hazard, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacture number: 2916596-2021-03413. It was reported that the patient's log files were sent for review. There was a single low flow event at 18:39 at (B)(6) 2021. Additionally, at 21:28 the patient appears to have disconnected both batteries and the driveline from the controller. The patient was found unresponsive at home on (B)(6) 2021. The computed tomography showed a large right cerebellar intracranial hemorrhage with absence of brainstem reflexes. Terminal weaning off life support leading to patient death on (B)(6) 2021.